Manufacturer narrative:
In the case description, the user mentioned that the auto-off feature was turned on after the update and pods would deactivate before the 4 hour setting. Inspection of the android log files found the engineering logs to be overwritten due to continued use of the system. No information from the date of occurrence was observed in the engineering logs. Inspection of the audit logs confirmed the generation of pod auto off alarms with approximately 4 hours of inactivity prior to each alarm. It could not be determined when or how the pod auto-off setting was turned on or if the time requirement was ever changed. During the investigation, the controller was paired with an unused pod, which was paired with a cgm emulator, and was able to command a 5 u bolus, receive cgm readings, switch modes, and deactivate the pod with no issues. The auto-off feature was observed to be turned off and did not turn on during the investigation. The exact cause of the reported event could not be determined. On turning on and unlocking the returned controller, it was observed that the controller was getting stuck at step 19 of 29 during initialization. The application was observed to loop and restart periodically at step 1 of 29, only to reach 19 and freeze again. Inspection of the android log files downloaded from the controller found that the looping initialization only started occurring once the controller was booted up during the investigation. The controller did not fail initialization while in use. The initialization failure replicated in the debug version, however the application was able to generate a wait prompt that, when selected for the app to wait. The app was able to break out of the initialization loop. The exact cause of the initialization failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 474 mg/dl. The patient also reported that the after the update the pod shut off was turned on. Symptoms reported include hyperglycemia and vomiting. The patient was treated with anti-nausea medication, IV(intravenous) fluids and IV insulin and potassium. The patient was released the following day.